Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: cervix") and genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy and appendicitis. Concurrent conditions included upper abdominal pain, digestion impaired, chest pain, lightheadedness, shortness of breath, cobalamin deficiency, depressive disorder, intestinal malabsorption, breast lump and mammogram abnormal. Concomitant products included cyanocobalamin since 2015. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding: menorrhagia"). In 2014, the patient experienced migraine ("migraines"), the first episode of headache ("headaches") and nausea ("nausea"). In 2015, the patient experienced mood altered ("psychological or psychiatric problems condition: severe mood changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),") and the second episode of headache ("headaches"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and genital haemorrhage had resolved and the fatigue, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, the last episode of headache, mood altered, migraine, nausea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood altered, nausea, vaginal haemorrhage, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on or about september 2011, hsg (hysterosalpingogram): confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, lot number received, patient historical and concomitant condition added,lab data added, events added as follows:- mood altered,migraine, headache,nausea,vaginal haemorrhage, menorrhagia. On (B)(6) 2018: fu1 and fu 2 processed together incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: cervix") and genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy and appendicitis. Concurrent conditions included upper abdominal pain, digestion impaired, chest pain, lightheadedness, shortness of breath, cobalamin deficiency, depressive disorder, intestinal malabsorption, breast lump and mammogram abnormal. Concomitant products included cyanocobalamin since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding: menorrhagia"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, 2 years 9 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced mood altered ("psychological or psychiatric problems condition: severe mood changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion and genital haemorrhage had resolved and the fatigue, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, mood altered, migraine, nausea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On or about (B)(6) 2011, hsg (hysterosalpingogram): confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and headache ("headaches"). The patient was treated with surgery (hysterectomy and removal of essure device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, fatigue, pelvic pain, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia and headache outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder and pelvic pain to be related to essure. Diagnostic results: on or about (B)(6) 2011, hsg (hysterosalpingogram): confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.